Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with critical pump error alarm and motion sensor test failure alarm found in the formatted history file due to moisture damage on the force sensor. The pump was unable to perform the self, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The pump was received with scratched case, the case was cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
It was reported that the customer¿s insulin pump received a pump error alarm. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.